Manufacturer narrative:
Covidien service engineer performed injector function verification testing per manufacturing specifications. Stc protocol no, description: safety-technical control according to section 6 operator decree active medical devices (betreibvamp) resp. Mpg processed, according to the device book and test point. System returned to full service by the customer.

Event description:
Covidien region reports; male pt was having a CT scan of the head with contrast. Optiray 300 prefilled syringe was loaded into the injector. IV access was a braunula 20 gauge device, connected to a medtron 150 tubing. Injection protocol was 1.5ml for 50ml volume. No contrast seen on scan, all 50ml extravasated. Pt was treated with bandage and discharged with no further event or instructions per customer.